Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed that the b30 scope communication error occurred due to faulty video connector. Olympus could not identify the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a scope communication error (error code b30). The issue occurred during a diagnostic gastronomy procedure. The patient was not under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.